Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to be in poor condition and found the top case to be chipped and cracked. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion tests, the check clutch error was able to be duplicated. Further investigation found that the device position potentiometer did not function properly as a result of normal wear. Investigation determined that the root cause of the check clutch error was due to the observed wear of the position potentiometer. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). Device evaluation in progress.

Event description:
It was reported that the medfusion syringe pump was initially returned for investigation due to a "clutch assembly advisory/administering half and then stops". Upon review of the device event history log, it was found that there had been a check clutch error. During a follow-up conversation with the reporter, it was stated that the device issue occurred during patient use. No clinical injuries occurred and no adverse health outcome occurred.